Event description:
During placement of the lens, lens unfolded incorrectly. The haptic was bent. The incision was made larger to remove the lens. A vitrectomy was done. A different lens was then inserted.